Manufacturer narrative:
Bme installed a spare cns. Waiting for the defective cns to be returned.

Manufacturer narrative:
Manufacturer narrative: the central monitoring system (cns) went down and does not boot up. The unit was evaluated and the customer's complaint was confirmed. Both hard drives were replaced to resolve the issue. The unit was burned and tested before returning to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Ref imp# (B)(4).